Event description:
A journal article was received from the frontiers in medicine, (B)(6) 2021, for "safety of evo icl implantation with an ophthalmic viscosurgical device-free technique in the early 24 h after surgery". A total of 180 eyes of 90 patients were enrolled in the study, of which 100 eyes of 50 patients were treated with non-ovd technique. The remaining 80 eyes of 40 patients were treated with min-ovd technique. It was reported the occurrence rate of paracentesis tap was significantly lower in the non-ovd group than in the min-ovd group (1% [1 of 100] vs. 5% [4 of 80], p < 0.01). Moreover, the use of iop control drugs was significantly lower in the non-ovd group than in the min-ovd group (0 [0 of 100] vs. 3.8% [3 of 80], p < 0.01). The lenses remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Age or date of birth: unknown, sex: unknown, weight: unknown, race: unknown, date of event: unknown, ethnicity: unknown, expiration date: unknown, implant date: unknown, explant date: unknown. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim # (B)(4).